Event description:
Caller states the patient tested 3.9 inr on coaguchek system 1 and 2.9 inr on coaguchek system 2. No treatment information provided. No adverse event reported. Requested return of suspect device, however no strips are available for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. (B)(6).